Event description:
It was reported that the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 and the implantable neurostimulator 97715 intellis adaptivestim pain were associated with high impedance readings ranging from 32,850 to 40,000 ohms depending on the reference electrode. Electrode 7 continued to display high impedance of approximately 40,000 ohms, andcontact 7 remained out despite multiple attempts to rectify the issue. Troubleshooting was performed, including re-running connections in the header after connecting to a new implantable pulse generator, but contact 7 could not be restored. Electrode 7 was subsequently avoided in programming. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-apr-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.